Event description:
It was reported that this system with a pacemaker showed what appears to be myopotential across both right atrial (ra) and right ventricular (rv) leads. The over sensed noise in the rv lead was greater than two seconds. The patient has underlying rhythm. The pacing impedance has been low, within normal limits at times. The noise in the ra lead was not over sensed. The pacemaker and leads remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).